Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited foreign objects in the nozzle. And the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b3 (event date needs to be removed). Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where deviation from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. The foreign material residue point was confirmed to be free from deformation. The event can be detected/prevented by following the instructions for use: instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the event. Olympus will continue to monitor field performance for this device.